Event description:
It was reported that over the last weeks, the staff was having intermittent issues with the driver on the brevera for stereotactic biopsies. After reporting the issues, it was decided by the service to replace the driver. They thought the driver was going out, and that is why the problems were not happening every time we used the brevera. The driver was replaced on july 15, before a biopsy procedure they had scheduled for that day. During the procedure, another driver error was given, and the driver did not work properly the needle was already in the breast, and the patient had to be rescheduled. On july 16, the staff did a biopsy using a breast biopsy set from a different lot number, that procedure went well, without any issues. Additional information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Other.